Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip cut the vessel? If yes, how was the vessel repaired? Did the jaws of the device cut the vessel?

Event description:
During the use of the device, the device does not close the clips but it cuts. Use of another device to finish the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p94f85. The analysis results found that the msm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the clip cut the vessel? No. Did the jaws of the device cut the vessel? Yes, the clip has jumped and the jaws have damages the vessel. How was the vessel repaired? By ligature with a thread.